Event description:
It was reported that during a left lobectomy procedure, on the first, second and third firing of the device, it did not fire completely. Only some of the staples deployed. The area was different for each firing. The staple line failure varied; it would be at the beginning on some and the end on others; some the outside formed but the inside did not. The surgeon over-sewed the area. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was received instead in good visual condition and with three white cartridge reloads present. Cartridges b and c were received fully fired and with the lockout spring normal. Cartridge d was received partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history records were reviewed with no anomalies noted during the manufacturing process.